Event description:
During a preventive maintenance, the company representative observed that the unit shutdown during the test diagnostics mode at the point where the recorder printed a black bar on the recorder strip.